Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part #: 03.221.011 / lot #: 9627871. Manufacturing location: (B)(4). Manufacturing date: 02.nov.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery one cerclage passer got bend and the bolt of another cerclage passer broke. No information available about patient condition, outcome and prolongation. This complaint is only about one part cerclage passer. The nut was broken but as the nut was attached in outer portion so broken fragment has no contact with patient. No delay to surgery time. No patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with the bolt of the instrument broken. Device history record (DHR) review showed no non-conformance reports were generated during production; no issues during the manufacturing of the product that would contribute to this complaint condition were noted. The hardness measurement of the instrument has been performed and shows no deviations in hardness from the specification. The bolt was welded to the one handle of the instrument as per welding instruction and as per the relevant drawing. The bolt and two handles of the instrument were assembled as per assembling instruction. The device was inspected and it was noted there was no deviations from the specification observed. The instrument shows wear marks in the area of the bolt. Furthermore the top of the instrument is bent. It is likely high force was applied during the usage of the instrument; this could lead to the failure described. The root cause could not be determined; no manufacturing related issue was identified during the internal investigation and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that during a procedure, the nut broke on a cerclage passer while passing the wire in the femur. The nut was attached in outer portion of the device so the broken fragment had no contact with the patient. It was noted the wire was passed manually to complete the procedure successfully. There was no delay to surgery time and no patient harm.